Event description:
It was reported, the left stimulator was visible and the wound was open. After the surgery, a crust formed on the wound and when it fell off there was an open wound in which the stimulator was visible. The patient did not contact their physician at the time. The patient was hospitalized and the stimulator was explanted and not replaced. The event was related to the procedure and the outcome was ongoing. If additional information is received on outcome a follow-up report will be sent.

Event description:
Refer to manufacturer report # 3004209178-2015-04539 additional information indicated the event was not related to this device. All follow-up information will be noted in manufacturer report # 3004209178-2015-04539.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 338902836, lot# b9993681k, implanted: 2000 (B)(6); product type lead product ID 338902836, lot# b9992982k, implanted: 2000 (B)(6); product type lead. (B)(4).